Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-may-2018 with the following findings: the ok keypad button was under responsive. The keypad cover was removed to find the ok button contact cracked. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the ok keypad button was under responsive. This report is made based on results of investigation completed on 22-may-2018.